Event description:
It was reported that the patient developed an infection around the incision sites. Patient was given antibiotics. The patient underwent spinal cord stimulation (scs) explant procedure. The patient is doing well postoperatively. The explanted devices were disposed of by facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads. Upn: m365sc8216500. Model: sc-8416-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the patient developed an infection around the incision sites. Patient was given antibiotics. The patient underwent spinal cord stimulation (scs) explant procedure. The patient is doing well postoperatively. The explanted devices were disposed of by facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads.upn: m365sc8216500.model: sc-8416-50.serial: (B)(6).batch: 7080607.UDI: (B)(4).c-1416 (sn (B)(6)).sc-8216-50 (sn (B)(6)).investigation result:the device was not returned for analysis.device history record:it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.labeling review:a labeling review did not reveal any anomalies as it states possible surgical procedural risks are temporary pain at the implant site, infection, cerebrospinal fluid (csf) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis is a known risk with the use of spinal cord stimulation (scs). Investigation conclusion:based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.